Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, unknown. E1: phone number: requested, unknown . E2: health professional: requested, unknown . E3: occupation: requested, unknown . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had cerebral vascular stenosis and underwent balloon dilation and stent angioplasty. After the stent was implanted, the physician used angio-seal for vascular closure. When the main body of angio-seal was inserted into the sheath tube, it was found that the sponge had expanded and could not pass through the sheath tube. The physician noted that it had been within 5 minutes from opening the packaging to using the main body, and there was no blood or other liquid infiltration or contamination of the sponge. Following this situation, the physician chose to remove the sheath tube and achieve hemostasis by compression. No blood loss occurred.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8 fr angio-seal vip device was returned. The returned sample included the carrier tube, foil pouch and header bag. The device was subjected to visual analysis. The device appears to be unused with no visible signs of blood. The bypass tube is detached from the carrier tube. No other damage or issues with the device were identified. The complaint can be confirmed for bypass tube dislodgement. The bypass tube was found to be dislodged from the distal end of the carrier tube. The exact root cause cannot be determined. The likely cause is the bypass tube was dislodged when removed from the polyfoil pouch, as the pouch was not opened fully by the arrow end as indicated in the IFU. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. A corrective action is open for this issue.